Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that during a shift check, the autopulse resuscitation system (s/n (B)(4)) displayed a user advisory ua 45 (not at "home" position after power-on/restart) message. Additional information was received indicating that the user advisory ua45 was able to be cleared in the field. There was no report of any patient involvement and no additional details were provided.